Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the patient complained of on going pain with palpable hardware at the distal end. Patient was pain free 2 weeks after post-op. Removed [illegible] and that's when pain began. Hardware removed easily and the same 3.0 screw was used to hold reduction.